Event description:
Resident with parkinson's disease had been in bed with two full side rails up. Resident holds on to the side rail and suffers from tremors. The resident had been leaning on the side rail when due to the tremors it dislodged from the lower end of the bed and fell to the floor with the resident. Upon investigation it was determined that the plastic clip that secures the side rail to the bed becomes dislodged. These plastic clips are very easy to dislodge and may be knocked out of position during simple tasks (ie/making the bed or washing the bed). The plastic clips that secure the side rail are not adequate to assure that the side rail does not fall off the bed.